Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that prior to an angioplasty procedure via fistula, the catheter was allegedly broken. It was further reported that the device was allegedly kinked. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure via fistula through femoral artery, the catheter was allegedly broken. It was further reported that the device was allegedly kinked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter was returned for evaluation. Kink on the catheter was able to be observed on the returned device. No specific anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. No evidence of break noted on the returned device. Therefore, the investigation for the reported break is unconfirmed because no evidence of break was found on the returned device. The investigation is confirmed for the reported material deformation as the catheter was noted to have kink on the returned device. A definitive root cause for the reported break and material deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 12/2024), g3. H11: b3, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.